Event description:
It was reported that compatibility guidelines were requested for other medical procedures like surgery on leg and magnet needs to be placed on leg every day. The patient reports not being able to make adjustment with antenna attached. The patient reports a loss of therapeutic effect. The patient reports no stimulation sensation. The patient states all of a sudden she was having a problem with the stimulator since the day before reported event date. The patient states the programmer was not communicating and then she got it to communicate on program 4. The patient also having urinary symptoms that started the day before reported event date. It was noted that the ins (stimulator) was off for dentist appointment. The patient states she usually feels a surge of stimulation when she turns it back on but the patient was not feeling anything. The patient states she had shut off her ins the day before reported event date for the dentist. The patient states the day before reported event date she turned it back on. The patient states she kept getting a no communication message and then it would go through but the patient was not feeling any stimulation. The patient states she was currently looking at the programmer screen and she was on program 4 at 1.8 and the patient does see the lightning bolt. The patient states lately the only program that has been working was program 4. The patient states she was having a lot of urinary frequency started yesterday with the ins being off. The patient states she has not contacted the healthcare provider yet. The patient states she has gone from 1.6 to 1.8 and does not feel anything. The patient states every time she tried to increase stimulation she gets the no communication screen. It was noted that the patient had to play with it to get the programmer to work. The patient states she was seeing the screen on page 71 table 4.2 . The patient states it will only go past that screen when she plays with the programmer and only on program 4. The patient states she tried changing the batteries the morning of reported event date and that did not help . The patient was asked to try the programmer without the antenna. The patient was able to communicate but states she still does not feel anything and she usually does. The patient was not able to communicate while the antenna was attached. It was later reported that the patient programmer will not interrogate. Anomaly appears to have occurred through product use. No indication patient harm. Analysis finding for the patient programmer reveals a cracked solder joint. It was noted cosmetic damage and the damage bottom case assembly was replaced. The antenna jack was resoldered.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v933653, implanted: (B)(6) 2012, product type lead; product ID 37092, serial # neu_antenna_unknown, product type accessory. (B)(4).